Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The boards were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported the sys locked up. There are no reports of pt injury or death associated with this event.